Manufacturer narrative:
Additional information: d9 analysis was completed. Interrogation issues were confirmed. The cause of the no communication was found to be due to low battery voltage from premature depletion. The cause of the premature depletion remains undetermined. Testing did not find any anomalies.

Manufacturer narrative:
Not returned to manufacturer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. When interrogation was attempted on the implantable cardiac monitor, it was unable to be performed. It was suspected the device had premature battery depletion as the reason for the interrogation issues. The device was explanted. There were no patient consequences.